Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s spouse reported that the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. At around 4 am the morning of the event, the patient's spouse heard the patient's receiver beeping. The cgm was reading 95 mg/dl and the patient was struggling to communicate and having difficulty breathing, so the spouse called the paramedics. After about 5 minutes the emergency medical service (ems) arrived and treated the patient's hypoglycemia by means the reporter cannot recall. At some point, the bg was 23 mg/dl. The patient was transported by ambulance to the hospital and admitted to intensive care unit (ICU) overnight and discharged the following day. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.